Event description:
It was reported that during a starr procedure, three devices were used. On the final firing with the final device, all procedure steps were followed and when the device was fired, the gun did not fire correctly. There was no crunching noise heard. When the gun was removed, it was difficult to remove from the rectum. On examination, the surgeon reported that one side of the device was not cut and staple appropriately. The surgeon had to cut and suture this side of the device. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washers cut off center. The analysis results found that the device arrived in good visual condition and with the breakaway washer with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer, this condition of the washer is normal when the device is used in a starr procedure. For that reason, the instrument is contraindicated the stapled transanal rectal resection (starr) procedure. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.